Manufacturer narrative:
During testing, it was noted that the u109 on the middle printed circuit board (pwa) was burnt. The probable cause was due to a damaged component, over voltage, or customer used a bad ac power adapter. Hospira had completed a formal investigation, to investigate the damaged electronics on the middle pwa on gemstar devices. According to the investigation findings, the damage to the 5-v and 3.3-v regulators on the middle pwa occurred as a result of a voltage surge from an external power source, which could be either the docking station or the power supply. The customers report for the device alarming for an unspecified reason was not duplicated.

Event description:
The device was returned to the service center with a customer contact report that the device was alarming for an unspecified reason. This does not indicate a reportable event. However, during verification testing at the service center, it was noted that the u105 component on middle printed circuit board was burnt.